Manufacturer narrative:
A follow up was performed with the key market, and it was reported that the loudspeaker was replaced by a third-party company. The issue was resolved, and the device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a main alarm failure. The device was in clinical use when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).